Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that there was a malfunctioning float switch. It is unknown if there as a patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The tank cover and the front cover were broken. The drain fitting was rusty and it was missing on led. During the evaluation of the device, the float switch was triggered multiple times and alarmed each time as it should. No fault was found with the functionality of the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.